Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set was leaking at the cassette piece on the patient side and caused air to enter the peripherally inserted central catheter (PICC) line. The issue was observed after 14 hours of device use. The patient was taken to the emergency room, where the line was disconnected and cleared of air. No injury was reported.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used intravascular administration set was returned for evaluation. No visual defects were detected. Functional testing revealed a leak on the bonded joint between the pump tube and the 12" tube. While a definitive root cause to the reported issue could not be determined, the most probable root cause could be attributed to production personnel not verifying the solvent bond between the tubes did not contain any delamination or voids. A review of the device history record was performed and revealed no discrepancies.